Event description:
The customer contacted spacelabs healthcare technical support to report that they lost sixteen telemetry patients across all central stations. There was no report of patient or user harm associated with the event. A spacelabs healthcare technical support representative remotely connected and verified that the telemetry channels were no longer online. Technical support advised the customer that one of the xhibit telemetry receivers (xtr) appear to have gone offline. To resume monitoring, technical support recommended the customer readmit the patients. The customer was advised to have a biomed inspect the xtr. Several follow up attempts were made for additional information, however no response has been received at this time. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.